Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was inserted into the patient's left femoral artery via a sheath. After the iab was inserted, the patient was moved to the hospital ward. The iab therapy was in progress for 42 hours when the pump alarmed "high pressure." The md thought the pump had "some defect" and the pump was exchanged. However, the new pump also alarmed "high pressure." As a result, the catheter was exchanged and pumping continued using the new pump until the following day. According to the md, there was no delay or interruption in therapy. There were no reported patient complications or injury. The patient outcome is listed as good. Reference MDR #1219856-2010-00332 for the intra-aortic balloon report associated with this intra-aortic balloon pump issue.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.